Event description:
Dealer stated joystick is pulsating while the end-user is driving.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.